Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: a review of the black box showed a call service alarm with high force due to an occlusion during prime. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours successfully. The call service alarm issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A fill test, and force test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.